Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. D2a- additional common names: gbo catheter, nephrostomy, general & plastic surgery; lje catheter, nephrostomy. D2b- additional product codes: gbo; lje h3 - device evaluation anticipated but not yet begun. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that the hub of an ultrathane dawson mueller mac-loc locking loop multipurpose drainage catheter leaked. The leakage was noted after placement. Therefore, the leaking drainage catheter was removed, and a new drainage catheter was inserted before completion of the procedure. The physician cut off the catheter shaft of the device and discarded, only leaving the hub of the device for evaluation. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.